Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm, advised to use manual bags and to notify the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter and a lot number was unknown, precluding further investigation. As a result, the reported issue was not confirmed and a cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.